Event description:
"The trocar got broken inside the stomach of the patient during the pre-preparation for surgery under laparoscopy. The broken part could be retrieved from inside the patient. There was no risk for the patient, but the surgery took more time than planned."

Manufacturer narrative:
Product has not yet been returned for evaluation. A follow-up report will be issued upon completion of engineering investigation.